Event description:
Information was received from a healthcare provider via a company representative and a consumer regarding a patient receiving baclofen (1000 mcg/ml) at 56.9 mcg/day via an implantable pump for spinal pain. On (B)(6) 2016 the patient experienced possible withdrawal. The patient started having seizures since (B)(6) 2016 and was obtunded. The patient was non-responsive for the most part of (B)(6) 2016 when seen by the company representative. The change in symptoms was considered sudden. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient's pump was interrogated and found to be working within normal limits; no alarms were evident or motor stalls on the log screen. The patient's concentration and rate of medication were the same as the previous refill approximately 6 months prior. The patient was given intravenous ativan and versed, was being treated for withdrawal, and was hospitalized and placed in the intensive care unit to be monitored. The healthcare provider was made aware of the possible need for a catheter dye study to check the patency of the catheter, but the patient as not stable enough to do a dye study. As of (B)(6) 2016 the patient was alive with no injury, but it was unknown if the issue was resolved. Surgical intervention did not occur, but it was unknown if it was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.